Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of a pcu not turning on with returned front case/ keypad was not confirmed or replicated during testing. Test results and inspection of returned component confirmed the front case/ keypad operating as intended. Returned part consistently demonstrated keypad ¿system on¿ key powering on when installed on a test pcu. The flex cable keypad traces from the front case assembly showed in good condition when viewed under magnification and compared with a defective part. Risk assessment: per product risk assessment document 0207-002-000-swi, no ra is deemed necessary. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the biomed department has had to replace the keypad on two 8100 devices that had date code: 16/09 21. Coincidentally, the customer now reports that there is an 8015 that won't boot-up and the customer noted that this keypad, p/n 10008580 has the same date code on it as the 8100 devices. There was no report of patient involvement.